Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/8/2021. H.6. Investigation: two injector samples inside the original unit packaging were provided to our quality team for investigation. The product and packaging were both inspected for the presence of white particles or a powder residue. The packaging was indicated to have been wiped with peridox including hydrogen peroxide and peroxacetic acid. While the packaging was noted to be slightly wrinkled, likely from the agents used to wipe the package, there was no evidence of white particles or other powdery residue observe on the packaging or injector. Two additional samples that were not wiped with any agent were also received. After evaluation, no particles or other residue was observed on the product or the packaging. Product undergoes both visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. A device history review was performed for lot 2010315, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Five retained samples of the reported lot were used for additional evaluation. The product was inspected and no particles could only be observed the injectors or within the unit package. Based on the quality team's investigation and samples evaluation, we cannot identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that a white, foreign substance was found on the bd phaseal¿ optima injector (n35-o) and the user's gloves when removing the injector from the packaging. The following information was provided by the initial reporter: "in the pharmacy clean room, they identified a white substance on the injectors and on their gloves when opening injector component packaging." "They are using peridox which includes hydrogen peroxide and peroxacetic acid."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a white, foreign substance was found on the bd phaseal¿ optima injector (n35-o) and the user's gloves when removing the injector from the packaging. The following information was provided by the initial reporter: "in the pharmacy clean room, they identified a white substance on the injectors and on their gloves when opening injector component packaging." "They are using peridox which includes hydrogen peroxide and peroxacetic acid."